Manufacturer narrative:
Device is a combination product. (B)(4). A synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Strut 1-15 from the proximal end of the stent were damaged and misaligned. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38 synergy drug-eluting stent was advanced for three times but failed still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.